Event description:
It was reported to philips that the system was unable to boot up. The device was outside of at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) investigated this system onsite and found that the system was not starting up. Upon troubleshooting, the fse found that mpdu (main power distribution unit) had poor contact. To resolve this issue, the fse reseated the mpdu. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.